Event description:
Patient was a (B)(6) female admitted for renal failure. Sodium chloride and sodium bicarb were being administered. The infusion rate was set at 50ml/hr. After 12 hours of infusing the bag was empty. No patient injury.

Manufacturer narrative:
B. Braun completed an evaluation of this pump per the procedure for complaint handling. As part of the routine complaint testing requirements, the pump was tested for volumetric accuracy a total of three times using with a rate of 50 ml/hr and a volume to deliver of 300ml. The results were all within specification at 305ml, 307ml and 307ml. The pump met all testing requirements, and the reported complaint of over infusion could not be reproduced.